Manufacturer narrative:
The investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about the event with participation of citadel plus bed. It was reported that the patient fell from the bed while being transferred to the chair. It was stated that the brakes unlocked during movement, which caused the patient's fall. There was no injury reported.

Event description:
Information gathered during interview with the facility staff on (B)(6) 2019 confirmed that the patient did not fall to the floor. He slid back off the bed between the citadel plus bed and non-arjo cardiac chair.

Manufacturer narrative:
Following sections were corrected/updated: - b3 date of event was provided; - b5- describe event or problem was updated; - e initial reporter information and address were corrected. The device was removed from use and returned to arjo service center for the evaluation. Results of this evaluation and conclusions from the investigation will be provided to the next follow-up report.

Manufacturer narrative:
On 10-jul-2019 arjo was informed about the event with the participation of citadel plus bed, which occurred in kindred hospital las vegas in the us. It was reported that the patient fell from the bed while being transferred to the chair. There was no injury reported. On 18-jul-2019 arjo representative visited the facility and more detailed information was gathered during interview with the facility staff. It was confirmed that the patient was transferred from the non arjo cardiac chair to arjo citadel plus bed. Before the transfer, the caregiver checked the brakes of the bed to be sure that they were engaged. During the transfer, the patient and mattress slid back off the bed between the bed and the cardiac chair. The patient did not sustain any injury. As a precaution, the patient received CT scan and x-ray, however both examinations confirmed that no injury occurred. Facility staff assumed that the staff might have made a mistake and the brake pedal could be placed in steer position and the brakes were not engaged. This could cause the bed movement during patient's transfer. Additionally, the facility tried to recreate the reported situation moving the bed with the brakes applied, and recreation of the bed movement was not possible. The engaged brakes prevented the movement, as intended. After the incident, arjo returned the citadel plus to the arjo service center for further evaluation. Functional evaluation of the brake and steer system was performed with no faults identified. All casters were intact and were working properly. These inspection results confirmed that there was no device malfunction which could contribute to the reported incident. The instructions for use dedicated to citadel plus bariatric bed (831.374. Rev. B) includes some safety instructions which ensures the safe transfer of the patient: "brakes- set all caster brakes before transferring patient." "Make sure caster brakes on both units are locked." Following all applicable safety rules included in the product instructions for use minimize the risk of any hazardous situation. Summarizing information collected, no technical device was identified within the bed's brakes mechanism. Nevertheless, following the complaint description, the device moved unintentionally during lifting the resident from the bed and from that perspective arjo citadel plus played a role in the reported event. The most likely cause of the patient's fall may be related to improper preparation of the device before the patient transfer - lack of brake application. Although no injury was reported, the complaint decided to be reportable due to the patient's fall.